Event description:
The patient filled a portable system from the u-46. When the portable was disengaged after fill, the u-46 quick connect began leaking liquid oxygen. The patient's hand came into contact with liquid oxygen, his fingers were red after the incident, but not blistered. All contents leaked from the u-46. The patient did not seek medical attention.